Event description:
It was reported that the unit is alarming when it is not supposed to and that units are reading sp02 incorrectly. No pt was involved with this incident.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.